Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 31mm 6900ptfx mitral pericardial valve was scheduled for a valve-in-valve procedure after an implant duration of 11 years due to mitral stenosis. However, the surgery was postponed due to suspected heparin allergy. Lab results was completed and heparin allergy was negative. The patient has been re-scheduled for tmvr with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Corrected sections h10 (additional manufacturer narrative): bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and / or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In this case, the device was implanted for 11 years with no indication of premature failure. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
The procedure was re-scheduled and completed with a 29mm 9600tfx transcatheter valve with great outcome and good gradients. The patient was doing well and walking around after four hours of surgery. There was no allegation of premature device malfunction/failure by the physician.

Event description:
It was reported that this patient with a 31mm 6900ptfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of 11 years due to mitral stenosis. Initially, the surgery was postponed due to suspected heparin allergy; however, returned lab results indicated that heparin allergy was negative. The procedure was re-scheduled and completed with a 29mm 9600tfx transcatheter valve.